Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited error code b30 when attempting to use the scope. Error remains after cleaning contacts. There were no reports of patient harm.